Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was oversensed on the ventricular channel. A lead insulation anomaly was suspected. The lead was capped.